Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing ventricular tachycardia (vt) and all therapies from the cardiac resynchronization therapy defibrillator (crt-d) in the vt zone failed to terminate the vt. It was noted that the patient eventually self-terminated the arrythmia. It was also noted that there was a right atrial (ra) lead position fail check warning. The device and lead remain in use. No further patient complications have been reported as a result of this event.